Manufacturer narrative:
Veran is submitting this MDR as part of an overall retrospective review in response to an FDA form 483 that was issued to the firm as of january 2019.

Event description:
Pneumothorax following procedure. Treated with chest tube.